Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the first portion of the duodenal during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the sphincterotome did not follow the expected orientation (or direction), and there was no visible arcing during activation. The procedure was completed with different device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results. The returned truetome 39 was analyzed; a visual inspection found that the working length was twisted and bent at distal section. Also, the cutting wire was kinked. The catheter and the wire were incorrectly oriented due to the damages in the working length, they were not oriented between 10:30-1:00, due to these conditions the device bowed out of plane. No other problems with the device were noted. With all the available information, the product analysis of the returned device revealed that the cutting wire was kinked, this problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Also, the working length was found to be twisted and bent at the distal section, causing incorrect orientation of the catheter and the wire. This resulted in the wire bowing out of plane. The working length could twist due the manipulation of the device, due to the interaction with the endoscope or with other devices, also after rotating the handle to obtain a correct tip orientation. Working length bent could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.